Event description:
Apl tested in bag mode, apl valve was set at 30cmh20 with 4ltrs of flow the circuit pressurized to 43cmh20 and would not release back to 30cmh20. Mfg was notified and witnessed the event and replaced the apl valve. After replacing the apl valve the pressures would stay at are close to 30cmh20 within 2-3cmh20.